Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified artery below the knee. The 2mm x 40mm sterling balloon catheter was advanced into the patient and during the first inflation, the balloon ruptured at 6 atms. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
(B)(4): the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)